Event description:
It was reported that the gastrointestinal videoscope had blurry image. The issue had occurred during procedure. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue in air/water channels and cylinders and a noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the blurry image was due to noise and component failure. The cause of the white residue in air/water channels and cylinders was could not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.